Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced resistance when filling a cartridge. No reported adverse impact to the customer's blood glucose. Customer loaded a new cartridge and resumed insulin therapy.